Manufacturer narrative:
Continuation of medical devices: product ID 3889-28, lot# va06fgr, implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 28-jan-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The rep indicated that the patient was undergoing a replacement surgery due to end of service of the implant and the lead was found to be severed after opening the pocket. The rep noted that during replacement procedure the leads were on top of the ins with scar tissue and the surgeon noticed what appeared to be a cut lead. The surgeon was noted as opening the pocket with care and did not appear to be the cause of the cut lead. Pre-operation impedances were checked and found to be within normal ranges. Upon attempting to remove the lead the lead broke and as a result fragments of the lead were left behind in the patient. Both the patient's ins and lead were replaced. No patient symptoms or unexpected delay in surgery were reported. No complications were reported or anticipated.